Manufacturer narrative:
Co found that two implants had been returned instead of the one originally reported. Co also found the add'l implant to be a 1923 and not a 1922 implant. No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot history of the 1922 implant was completed and found to be acceptable per release criteria. A review of the product history of the 1923 implant could not be completed since the lot number was unavailable from the dr's office.

Event description:
Dental assistant reported that an implant failed to integrate. Pt is reportedly fine.